Event description:
It was reported that the patient was implanted with 1.5mm rapid resorb straight row mesh 50mmx50mmx0.8mm-ster, five (5) ti matrixneuro screw self-drilling 4mm, and a competitors dural graft matrix product on (B)(6) 2014. Six weeks after the surgery the patient was experiencing drainage form the incision. The surgeon opened the incision and did not find any problems and the symptoms went away. During the week on (B)(6) 2015 the patient experienced severe swelling and fever. The patient was put on antibiotics on (B)(6) and the wound was cleaned on (B)(6). Upon opening the incision there was a strong smell. The surgeon removed what he referred to as ¿sludge¿, the five screws, and the visible mesh. The competitors dural graft matrix was left in place. The areas were washed with antibiotics and the patient was closed. The patient then saw an infectious disease doctor who gave him intravenous antibiotics to for three weeks to treat the infection. This report is 6 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.